Manufacturer narrative:
D9: the device was returned to manufacturer, answered yes. This was omitted in error.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left axillary artery in a 27-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. Upon priming and opening of the impella cp, all screens appeared normal, and the aortic pressure signal zeroed appropriately prior to insertion. After pump placement, the console displayed a ¿placement signal not reliable¿ alarm with intermittent aortic pressure readings and left ventricular waveforms noted at 3000/-16. Motor current waveforms remained normal, and flows were maintained with stabilization of blood pressure. The physician attempted slight repositioning, and the clinical support center was contacted. Troubleshooting measures¿including confirmation that the white connector plug was seated appropriately¿were completed. Throughout the remainder of the case, aortic and left ventricular waveforms intermittently dropped out and ultimately were no longer reading prior to transport to the intensive care unit. Pump flows remained stable; although replacement was discussed, the provider elected not to exchange the device. Following percutaneous axillary placement, the patient required surgical removal, during which the surgeon reported that the artery was shredded and difficult to repair. Multiple blood products were administered due to prolonged efforts to achieve hemostasis. Vessel quality was described as extremely small with poor arterial integrity. The reported events are major bleeding requiring blood transfusion and surgical intervention, and placement signal issues with device repositioning. Bleeding is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific and vessel-specific factors, including extremely small vessel caliber and poor arterial integrity, anticoagulation/purge requirements, and procedural complexity. It is unknown whether recommended best practices for axillary access and hemostasis were followed to mitigate bleeding risk.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: major bleed: the cause of the major bleed was not determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue could not be established, but based on the returned product investigation, there was no defect found with the returned pump regarding the placement signal issue.